Event description:
A report was received that the patient had frequent ipg charging. Database analysis was taken and revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well post operatively.

Manufacturer narrative:
Device evaluation indicated that the complaint in regard to the charging issue was not verified. The battery depletion rate and sleep current were within the expected range. There was no excessive battery depletion when the device was turned off. Current leakage tests verified no loss of electric current into the surrounding tissue. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient had frequent ipg charging. Database analysis was taken and revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well post operatively.